Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. There was no report of the malfunction of the device. After several attempts on obtaining information on the exact event as what happened to the device, this has been assessed as balloon burst as the worst-case scenario. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.